Manufacturer narrative:
Field service engineer (fse) contacted customer who reported not getting a fluoro image on the monitor. However, they could take digital spot images to complete the case. Fse had the customer first try restoring defaults on the sedecal console. Customer did this and fse confirmed with customer that cases were successfully performed without other imaging problems. Per service : two possibilities. There was a failure in the generator that caused an issue where the generator would not fluoro. Resetting the console to default somehow resolved the failure. The generator was selected in the manual mode and fluoro kv very low. When defaults are restored, the console selects the "adult" tab and "automatic" mode of operation so the system will automatically control the fluoro kv. Phone fix by field service engineer.

Event description:
Customer reports the fluoro screen was black during a retrograde cystogram with stent insertion. The physician was able to complete the procedure using rad shots. No reported injury.